Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that following a fall from a ladder, the patient¿s implantable neurostimulator (ins) ¿stopped working.¿ it was stated after that time the patient was ¿unable to turn in on again even though the patient tried many times.¿ it was noted there was no response from the ins when interrogated with a patient or physician programmer. It was reported that an x-ray and CT scan found ¿no issue.¿ it was stated that during a revision procedure the connections of the extensions were ¿ok,¿ the ins was mechanically ¿ok,¿ and there had been no flipping of the ins in the pocket. It was noted there remained ¿no response¿ from the ins however while interrogating during the revision so it was decided to explant the whole system. It was additionally noted the patient also required hospitalization as a result of the event. It was stated the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received for analysis with no telemetry. It could not communicate with any external device. After the ins was milled open, telemetry was checked again and telemetry was restored. The ins was able to communicate with all external devices. The battery voltage was measured to be 2.97v. The telemetry coil was measured to be intact, at 2619. At this point, the diagnostic data was taken off of the device and showed no abnormal behavior. The functionality was tested and good, stable output was observed on each electrode pair. The device was ran on the ngt final functional tester and passed with no failures. The ins was placed in an oven and cycled from hot (40°c) to cold (0°c) to try and replicate any lock up condition the device may have been in. The device functioned normally at both temperature settings. The telemetry coil was x-rayed and visually examined and no abnormalities were observed.¿